Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: unknown but referred to as a cook celect platinum filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "secondary strut found to be fractured after retrieval. Strut found to have migrated to left ventricle. Filter had 7 secondary struts instead of 8 while looking at images after the procedure. Confirmed that CT done 6 months ago shows missing filter strut in left ventricle. Confirmed that strut fracture did not happen during procedure, but at least 6 months prior to retrieval." Patient outcome: the patient required additional procedures due to the occurrence. - retrieved filter (removal of celect pt); strut may or may not be retrieved no adverse effects to the patient due to this occurrence were reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and image review: neither the indication for placement nor the dwell time of the ivc filter were included in the complaint report. There is very little clinical information included, except, "secondary strut found to be fractured after retrieval. Strut found to have migrated to left ventricle". The complaint report also describes that this strut was fractured at least 6 months prior as demonstrated on a CT scan, of which no images were submitted. The only submitted image of the filter within the patient demonstrates a significant rightward tilt of approximately 26°. The implantation images were not made available to see if this tilt was new when compared to the time of insertion. The cause or development of tilt may be related to a variety of different circumstances and cannot be determined. The filter tilt likely contributed to the development of a secondary strut fracture, as is seen in this case. This degree of tilt likely resulted in abnormal interactions between the primary and secondary filter legs and the wall of the ivc. These interactions could result in abnormal stresses, which could contribute to metal fatigue and fracture. The report describes a fractured fragment as residing within the left ventricle, suggesting that the fragment has migrated through the interventricular septum. Fortunately, there is no description of any symptoms related to this migration at this point. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.